Event description:
Healthcare professional reported a xen®45 gts implanted via ab-externo and an event described as "pain and decreased vision due to endophthalmitis from a staph bug" six weeks post-implant. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e.1., h.6.

Manufacturer narrative:
The event of "endophthalmitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts implanted via ab-externo and an event described as "pain and decreased vision due to endophthalmitis from a staph bug" six weeks post-implant. Device remains implanted.